Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, the physician placed the initial ruby coils in the target vessel using the lantern. While attempting to reposition the support catheter with the lantern inside, the physician pulled the lantern back out of the support catheter and noticed that only half of the lantern came out. The physician then removed the support catheter containing the other half of the lantern and flushed the rest of the lantern onto the back table. The procedure was completed using a new lantern and the same support catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA) 2. Section h. Box 3. Reason for non-evaluation 3. Section h. Box 3. ''Other'' reason for non-evaluation the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.